Manufacturer narrative:
This event was previously submitted on a summary report. Subsequently, medtronic has received additional information which is being submitted via this 3500a. Evaluation summary: post market vigilance (pmv) led an evaluation of six devices. Visual inspection of the cartridges revealed that each loading unit was fully fired. The first and second loading units had bowed anvils and buckled knife bar assemblies. Microscopic examination of the third and fourth loading units observed damaged to the cutting edge of the knife blades. No abnormalities were observed on the fifth and sixth loading units. Functional testing of the loading units found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil, deformed anvil clamping mechanism, and buckled knife-bar assembly may occur under the following conditions: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. Effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter,during liver transplantation procedure, the device had a poor staple formation, the staple line was incomplete, for the staple did not close correctly. The surgeon had to sew/reinforce the staple line again in order to complete the case. There was no patient injury involved in the event. The device is expected to be returned for evaluation.